Event description:
During a scheduled preventative maintenance, the field service center reported that the ventilator had a low audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na